Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the atrial retractor instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a vinci-assisted surgical procedure, the atrial retractor short right instrument's wrist was damaged when the package was opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected but no damaged was noted. The instrument was used for about 5 minutes prior to the issue. The instrument did not collide with anything hard. The surgeon didn't notice any functionality of the instrument during the surgical procedure. There were no fragments that fell into the patient. There were no x-ray performed. There was no injury to the patient. The case was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The atrial retractor short right instrument was analyzed and found to have a broken main tube approximately 0.1985" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. A review of the provided image is consistent with the allegation of a damaged wrist/shaft.